Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed circuit board (pcb) has been completed. Visual inspection showed no defects. The control pcb was installed in a reference ventilator for simulated use testing. Pre-use check and ventilation was performed without any issues, the reported issue could not be reproduced. An evaluation of the device logs confirms the reported issue on several occasions, the first one on 02/07/2017. Date of event is updated accordingly. If there is leakage it can lead to low delivered volume, low airway pressure and low oxygen delivery. This will be detected during the pre-use check and during ventilation by generated alarms. The root cause of the reported issue could not be determined.

Event description:
(B)(4)